Event description:
Nurse caring for infant noted the central line was backed up with blood. The nurse evaluated the line and noted a crack in the reflux valve. Lipids were infused and no hemostats were used.